Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump has a blank display. Customer's blood glucose levels were not included in the report. Product is being replaced.

Manufacturer narrative:
The insulin pump was received with physical damage, cracked and bleeding lcd glass. We were unable to perform the displacement test due to display anomaly. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip. We were unable to verify blank display due to insulin pump being received with cracked and bleeding lcd glass.